Manufacturer narrative:
Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was reproduced. However, after two hours of charging with another power adapter, normal functioning was observed, and communication was successful with a reference pacemaker. - the observed issue most probably resulted from a defective power adapter, which provided enough energy to start smartview connect without allowing a normal use. - since normal functioning was restored, no software anomaly is suspected.

Event description:
Reportedly, the smartview connect can no longer communicate despite a restart. When turned on, the screen continuously changes from white to blue to black, without any user action.

Event description:
Reportedly, the smartview connect can no longer communicate despite a restart. When turned on, the screen continuously changes from white to blue to black, without any user action.